Event description:
It was reported that, "revision due to wear of polyethylene."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.